Event description:
Healthcare professional reported right side capsular contracture, baker IV with severe aesthetic deformity. The device has been explanted.

Manufacturer narrative:
Clarification to d.6a: partial implant year reported as 2014. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d9, g4, h3, h4, h6

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported, right side capsular contracture, baker IV. With severe aesthetic deformity. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.